Manufacturer narrative:
(B)(4). Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify low battery alert less than 1 week and failed battery test alert due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert and battery failed alarm after putting 4 different brand new batteries. The customer tried a replacement battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.